Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/15/2020. H.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 9183102, cat. No. 320561. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de broke at the cannula during use. The following was reported by the initial reporter: "needle broken off".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de broke at the cannula during use. The following was reported by the initial reporter: "needle broken off".